Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The IFU also states that the graftmaster coronary stent graft system is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. It is unknown if the IFU deviations contributed to this event. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the right anterior tibialis artery post atherectomy. A 2.80 x 26 mm graftmaster covered stent was deployed; however, failed to seal the perforation despite prolonged inflation to 19 atmospheres (atm) for 5 minutes. The perforation was ultimately sealed after the anticoagulation medication was reversed and a blood pressure cuff was placed externally around the leg for post intervention compression. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.